Event description:
During a coronary stent procedure in a svg, the physician experienced deployment difficulties. Upon deployment, the last proximal quarter of the 6.0 magic wallstent did not deploy. A balloon was used to fully deploy the magic wallstent. No patient injuries or complications were reported.